Event description:
Us complainant reported that a patient was on impella rp support. While on support, placement signal and flow not displaying and are incorrect on the automated impella controller (aic). It was noted that less than 24 hours after implant, the signal went out. Confirmed that the sensor of the flex was going out. Chest xray was obtained and placement of the device was confirmed. No report of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella rp flex was returned for evaluation. Upon visual inspection, no abnormalities were noted on pump. No biomaterial was present on impeller. Pump passed electrical testing and optical parameters were found to be within specification. Pump was run in flow loop and dp sensor drift was reproduced. Data logs were reviewed and a sudden increase in placement signal with a drop in pump flows. Motor current remained stable and cvp remained stable throughout case. Clinical details noted that after loss in placement signal, pump was able to run without issue for an additional 6 days. The root cause of the placement signal issue was due to sensor drift of the dp sensor. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.